Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the device was explanted. The patient was discharged.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, and h6.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a hybrid anomaly. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced. The cause of the reported event could not be determined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a dislodged ring springs in the ventricular channel.